Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" and g2 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the micro gap was generated at the light guide (lg)-lens adhesive by physical/chemical stress due to the user handling. In addition, dirt likely entered the inside of the lg lens through the gap. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where the reportable malfunction was discovered. Additionally, the grip is shaved, the switch box has a scratch, the right/left knob has a scratch, due to a cut on heat shrinking tube of the lever, expected insulation capacity cannot be obtained, the connector is shaved, the cover unit has a scratch, the connector has discoloration due to water leakage, due to deformation of the wire the forceps lever does not move smoothly, due to wear of angle wire, the play of the up/down knob is out of the standard value, the protector is damaged, the adhesive on the rubber has a crack, due to annual inspection parts must be replaced, adhesive around the lens has wear, adhesive around the objective lens has wear, the distal end is shaved, and there is corrosion around left arm. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device had a cable tear. The device was returned to service where evaluation found that the lens had discoloration. There was no harm or user injury reported due to the event. This report is being submitted for the malfunction found during evaluation.